Event description:
The customer reported via phone call that the insulin pump had a prime and fill anomaly. The customer was unable to exit the preparing to prime loop. The customer reverted to a second insulin pump they had and delivered a correction bolus. Customer's blood glucose level was 20.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to due to faulty force sensor resistor. No rewind anomaly was noted during our testing. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.